Event description:
It was reported that the customer experienced a problem with their pump as the screen would not turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.